Event description:
Patient allegedly received an implant in 2012 due to deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. The patient further alleges "chest pain and abdominal pain when performing... Daily activities such as walking, standing and sitting for more than 15 minutes...suffers chest pain everyday. The [patient] contends this pain is attributed to the perforation of struts in the... Vena cava." Report from CT (computed tomography): "an ivc filter is identified which appears to be a celect type filter. Filter tilt: there is no anterior or posterior filter tilt but there is a filter tilt toward the left with the tip angulated 13 degrees. The tip of the filter is not abutting the ivc wall. Ivc filter position: the filter is normal in position and is not located more than 2 cm below the lowest renal vein. The lowest renal vein is the right renal vein. The tip of the filter is 0.8 cm inferior to the inferior wall of the right renal vein where it meets the ivc and the tip of the filter is 1.4 cm inferior to the inferior wall of the left renal vein where it meets the ivc. Filter perforation: there is a filter strut perforation between 12 and 1:00 with separation from the ivc wall of no more than 2 mm and the tip is abutting a mesenteric vein and is also close to the third portion of the duodenum. Filter strut perforation at the 7:00 position separated by 2 mm from the ivc wall and abuts the right psoas muscle anteromedially. Filter strut perforation at 10:00 separated by 2 mm from the ivc wall and is immediately superior to a small lymph node. There is a filter strut at the 4:00 position which extends minimally peripheral to the ivc wall but there is no separation between it and the wall and this abuts the aorta. Filter strut fracture or bending: there is no filter strut fracture or bending identified. Ivc stenosis: there is no ivc stenosis identified."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, chest/abdominal pain, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest/abdominal pain, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on an unknown date in 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."